Event description:
Complainant alleged that while attempting to convert the heart rhythm of a male pt, the device was unable to cardiovert the pt and showed an asystolic heart rhythm. The device was turned off/on and the device continued to show an asystolic heart rhythm. Complainant indicated, the pt was successfully cardioverted upon arrival at the emergency room.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.